Event description:
This pt expired on (B)(6) 2011. The pt was found unresponsive at home, rushed to the hospital and pronounced dead on arrival. Per obit-finder, this pt expired due to a "sudden heart attack".